Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the inside of the cycler appeared to be damp after removing the cassette. The cassette product information was not available. The cycler will be replaced.

Manufacturer narrative:
The actual device was returned to the plant for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks in the test cassette during the test treatment.

Event description:
A peritoneal dialysis patient reported that the inside of the cycler appeared to be damp after removing the cassette. The cassette product information was not available. The cycler will be replaced. There was no patient adverse event, cloudy effluent, or medication prescribed. The patient has been successfully completing treatments since the reported event.